Manufacturer narrative:
Gtin is unavailable as the product was made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the finger bar on the quick coupling device that was used to hold down was off to the left and turned. According to the report, the user had to use both hands to use the device. It was reported that there was a five minute delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was no human patient involvement this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.